Event description:
It was reported, the physician inserted the ablation catheter after the sheath was inserted and a leak occurred from the 3 way stopcock. There were no consequences to the patient.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up medwatch will be submitted upon completion of our investigation.